Event description:
The customer reported they were unable to get an ECG signal from this device when using as a transport monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.